Event description:
Redness [injection site joint erythema]. Hot to the knee/ warm to touch [joint warmth]. Increased pain [knee pain] ([condition worsened]). Swelling [knee swelling]. Fluid was drawn [knee effusion]. Case narrative: initial information received on (B)(4) 2018 regarding an unsolicited valid serious case in united states received from a health care professional. This case involves an unknown age patient who experienced redness, hot to the knee/ warm to touch, increased pain, swelling and fluid was drawn, while the patient was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment, vaccination and family history were not provided. On an unknown date, the patient started taking synvisc one injection with unknown dosage (lot - 7rfl001, 31-december 2019) . On an unknown date , patient developed redness , hot to the knee/ warm to touch, increased pain, swelling and fluid drawn from the knees. (Latency : unknown). A product technical complaint was initiated on 19-jun-2018 for synvisc-one. Batch number: 7rsl001, global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl001 expiration date (2019-12-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot #, batch record review, & lot # frequency analysis for lot # 7rsl001, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 09-jul-18 there are 8 complaints on file for lot # 7rsl001 and all related sublots: four (4) adverse event reports, one (1) tip needle breakage, one (1) luer lok hub breakage, one (1) missing syringe and one (1) luer lok hub leakage. Sanofi would continue to monitor to determine if a CAPA was required. It was reported that the steroid injection was given to the patient as a corrective treatment for all the events. The patient outcome is reported as unknown for increased pain, redness, swelling, hot to the knee/ warm to touch and for fluid drawn. Additional information received on 09-jul-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.